Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that per proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. This may require both a right anterior oblique and left anterior oblique angiogram to adequately visualize where the sheath enters the femoral artery. In this case it is undetermined if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss. The subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. A femoral angiogram was not taken. Reportedly, a cuff miss occurred with the proglide device. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.